Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the leg for an unknown duration when local skin symptoms occurred at the cannula insertion site. The patient reported itching and a bump at the pod site. The patient sought medical attention on (B)(6) 2026 via a non-specified healthcare professional visit. The healthcare professional diagnosed a pod site reaction. Treatment included use of skin tac and hydrocortisone. At the time of reporting, the patient temporarily discontinued pod use to allow skin healing and planned to resume use; confirmation of successful resumption was not yet available. No additional clinical details were reported.